Event description:
It was reported that the customer was hospitalized 5 times during (B)(6) 2025, exact event dates were unknown, due to elevated blood glucose levels over 400 mg/dl. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage. The customer was released a week later.